Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and her husband reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer reported dizziness, weakness, trembling along with low blood glucose. Customer and her husband stated that they treated the low blood glucose with the food. Customer and her husband stated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm and motor power supply voltage error detected alarm and was cleared during troubleshooting. Customer and her husband also reported battery failed alarm and was resolved by troubleshooting. Customer current blood glucose level was 56 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. The pump will not be returned for analysis.